Manufacturer narrative:
H3 other text: other.

Event description:
It was reported that on (B)(6) 2026, during use of a selenia dimensions mammography system, standard, 3d, the system generated an uncommanded vertical motion error. The user site reported that the c-arm was moved downward using the side switches and continued to drift downward after the switch was released. The user site reported that the system also experienced unexpected gantry shutdown during c-arm rotation and occasionally during patient use. No patient or user injuries were reported. Additional information provided by hologic technical support indicated that the system did not have a vertical motor drag brake installed and that the voltage of the vertical travel assembly control board was checked during preliminary evaluation. No further information is currently available.